Event description:
--

Event description:
Boston scientific received information in (B)(4) 2008 that this local sales representative contacted boston scientific's technical services to report that this implantable cardioverter defibrillator (ICD) displayed a monitoring voltage of 2.66 volts with a charge time of 14.0 seconds. The capacitors were reformed multiple times and the charge time was 19.0 seconds. An elective replacement indicator (eri) was triggered. Boston scientific's technical services recommended device replacement. As of (B)(4) 2008, no information has been received about the current status of this device. Boston scientific crm has requested additional information and return of the device, if explanted, to the post-market quality assurance laboratory for testing.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device was put through and passed manual testing that verified the performance of pacing, sensing, and shocking functions of the device. The recorded shock and pacing impedance measurements were normal.

Manufacturer narrative:
Subsequently, boston scientific received information that this device was returned to boston scientific's post market quality assurance laboratory in (B)(4) 2012. The device had been explanted in (B)(6) 2010 due to normal battery depletion. The device is currently undergoing laboratory testing.